Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting false positive alinity I hbsag and hbsag qualitative ii confirmatory results on an alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr found the valve, wash cup, all positions, part number a-30111660-01, worn and needed to be replaced, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed false reactive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results for one patient. The following data was provided (for hbsag qualitative assay <1.00 s/co is nonreactive, >/=1.00 s/co is reactive; for confirmatory assay <50% is not confirmed, >/=50% is confirmed): sample ID (B)(6), initial hbsag qualitative result, on (B)(6), was 1.44, repeat results were 1.25 and 1.34 s/co. The confirmatory testing result was 78%, confirmed. The pcr testing for the sample was negative. The sample was retested on another analyzer with initial hbsag qualitative result was 1.15, repeat was 1.06 s/co. The confirmatory testing result was 10%, not confirmed. The patient was recollected, under sample ID (B)(6), and tested on another analyzer, initial hbsag qualitative result was 1.37, repeat results were 1.07 and 1.07 s/co. The confirmatory testing result was -13%, not confirmed. The patient also had an edta plasma sample, sample ID (B)(6), initial hbsag qualitative result was 1.04, repeat result was 1.07 s/co. The confirmatory result was -4%, not confirmed. There was no impact to patient management reported.

Event description:
The customer observed false reactive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results for one patient. The following data was provided (for hbsag qualitative assay <1.00 s/co is nonreactive, >/=1.00 s/co is reactive; for confirmatory assay <50% is not confirmed, >/=50% is confirmed): sample ID (B)(6), initial hbsag qualitative result, on (B)(6), was 1.44, repeat results were 1.25 and 1.34 s/co. The confirmatory testing result was 78%, confirmed. The pcr testing for the sample was negative. The sample was retested on another analyzer with initial hbsag qualitative result was 1.15, repeat was 1.06 s/co. The confirmatory testing result was 10%, not confirmed. The patient was recollected, under sample ID (B)(6), and tested on another analyzer, initial hbsag qualitative result was 1.37, repeat results were 1.07 and 1.07 s/co. The confirmatory testing result was -13%, not confirmed. The patient also had an edta plasma sample, sample ID (B)(6), initial hbsag qualitative result was 1.04, repeat result was 1.07 s/co. The confirmatory result was -4%, not confirmed. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6), sample ID (B)(6), and sample ID (B)(6). All available patient information was included. Additional patient details are not available.